Event description:
It was reported that the battery for a power driver runs continuously. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
The item was received running continuously. The repair technician reported motor failure as the reason for repair. The cause of the motor failure is unknown. The motor, membrane switch/flex circuit, and circuit board were replaced as well as all applicable components. There are no known ncrs associated with this part and lot number. This item was repaired on october 8, 2013 and returned to the customer on october 10, 2013. (B)(4)

Manufacturer narrative:
A service history of the past three years has been performed. As a result, the item has not previously been in for service. Therefore no service history review can be performed. Information relevant to the current complained issue is not found.